Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Although requested, patient information not provided.

Event description:
It was reported that the infusion pump took longer than the expected 24 hours to infuse chemotherapy medication. There was no reported patient injury. Although requested, further information not provided.